Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the 3.5x23mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery with 90% stenosis. In (B)(6) 2016, the patient was re-hospitalized with angina pectoris and on (B)(6) 2016, coronary angiogram showed intimal hyperplasia in the distal segment of the lad stent, limited stenosis was about 30% and diffuse stenosis was around 20% at the distal end of the stent. Medication and infusion was provided. The patient recovered and was discharged on (B)(6) 2016. On (B)(6) 2017 the patient was re-hospitalized with sudden upper abdominal pain and sweating for 9 hours. Coronary angiography was not performed. Treatment was infusion for 7 days. The patient recovered and was discharged on (B)(6) 2017. No additional information was provided.